Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the operation room. During the procedure, the physician repeated three times to reposition the lead, but an appropriate site could not be found. The stylet could not be fully inserted into the lead. The lead was not implanted and the patient was stable post procedure.